Event description:
It was reported that pump display had pixel issue and screen appeared black with visible pixel lines, which prevented customer from viewing or interacting with pump screen. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump, confirmed shipping address, instructed customer to place pump into storage mode, advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device, and requested return of affected pump using prepaid label within ten days.